Manufacturer narrative:
Concomitant medical products: 5076-58 lead; implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged during open heart surgery. Intermittent capture was noted and reprogramming was completed to regain atrial capture but capture was intermittent. The ra lead was capped and replaced. Premature battery depletion was also suspected as there was decreased longevity and the implantable pulse generator (ipg) was explanted and replaced. No patient complications have been reported as a result of this event.